Event description:
It was reported that the core sumex drill heated up during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon eval, the connector was discovered to be damaged. Preventative maintenance was performed on the bearings and the device was returned to the user facility.